Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an abnormal noise. Per wo evaluation, there were cracks on the level sensor, and the temperature cable was damaged. Per review of wo on 12mar2026, there was no patient involvement.